Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the customer reported ¿air-in-line¿ was reproduced. A review of the event history log revealed multiple occurrences of air-in-line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor board. The processor board/shielding will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.